Event description:
The vns patient inquired whether or not vns therapy could cause an irregular heartbeat after receiving therapy for a while. The patient was informed that verification would be needed by a cardiologist. The patient reported that he was given a stress test and that the cardiologist informed him that he has an irregular heartbeat and that he needed to follow-up with his neurologist regarding this issue. The relationship of the irregular heartbeat to vns is unknown. Attempts to obtain additional information have been unsuccessful to date.